Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing an unknown drug for spinal pain indications. It was reported that the healthcare provider (hcp) called to verify pump placement but stated that the pump was removed. The manufacturer's technical services specialist (tss) asked further questions regarding issues and reasoning for removal, but the hcp stated that they had no information on this. Additional information was received from the healthcare provider. It was reported that the pump pocket was infected. I.v. Antibiotics were given and the pump was removed. The infection resolved after removing the pump.